Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked lcd window.

Event description:
Customer reported intermittent button response from his insulin pump. The customer also reported the insulin pump would turn off by itself. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.